Event description:
Sample handler failed to detect a clot in the sample in position a7 and did not generate an error message while running a hepatitis core assay. No death or serious injury was associated with this event.